Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The rep performed fluorogain and radgain calibration, and tested the imaging system. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA new (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure imaging system images were unusable. The rep was unable to initiate the rad gain or fluoro calibration. During attempt to run calibrations the hand switch was unresponsive and several reboots were attempted with no change in status. The surgeon chose to discontinue use of the imaging system and they brought in a c-arm to complete the procedure without issue. There was no reported impact to the outcome of the patient.